Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.

Event description:
The following has been reported: biomed reported: cleaned area, used multiple cassette, no patient harm or infusion interruption reported, will not recognize an cassette. Sn: (B)(6). (B)(6) 2024 - biomed cleaned pins and pump passed test infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.